Event description:
It was reported that the physician had difficulty placing the implantable pacing lead after several attempts during the implant proc edure. It was noted during the case that the helix was not deploying as observed via x-ray. The lead was removed from the patient and the helix was exercised on the sterile table where it also failed to deploy. A new lead was selected for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix was able to be extended and retracted but it was bent. At the time of helix testing, it was difficult to extend and retract helix. However, turns extension/retraction were within specification.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.